Manufacturer narrative:
The complaint sample was returned to the manufacturer. The site was able to confirm the lot number. The returned sample was not opened when received. The bottle is correctly closed and no visual damage over its surfaces is present. The label is missing, but the rest of the components are present. (Insert and carton are correct). The carton have the correct packaging identifiers. Visual inspection of a retained sample was within specifications. The retain sample was closed and not expired when studied. The carton has the correct identifiers printed on it. The retain sample has all its components. The label is stuck correctly and has the correct identifiers printed on it; these identifiers match with the ones found in the carton. The label and the carton have the same information and the information is correct. No defects have been found that could result in this event. Manufacturing records were reviewed; product met manufacturing release specifications. No specific cause for this complaint was determined from the review of the manufacturing records and procedures or the inspection reports. Device history records including manufacturing records and in process controls records, are conform. No manufacturing deviations are detected related to customer's complaint. In a 12 month review period, this is the first complaint for the complaint type, packaging. Results obtained do not reveal any anomaly concerning the quality and efficacy of the product. All pertinent information available to the manufacturer has been submitted.

Event description:
Consumer reported that upon opening the box for a 10ml bottle of blink contacts lubricating eye drops that she purchased, there was no label on the eye dropper (bottle). The product lot number and expiration date was provided from the outer box. No patient injury reported.